Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2018-05-16, UDI#: (B)(4). Analysis of the catheter found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-31, additional information was received from a manufacturer representative (rep). Information received reported no catheter issues were identified during the replacement procedure. The cause of the lack of efficacy was not determined. The catheter replacement resolved the lack of efficacy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, product type: catheter. Other relevant device(s) are: product ID: neu_ascenda_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2019-dec-30 regarding a patient receiving unknown baclofen (2500mcg/ml at 800mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a loss of efficacy about 6 months ago (relative to the date of report). The old dose per day was 1600mcg/day. On (B)(6) 2019, they decided to replace the catheter. The pump was not replaced. The reservoir was filled with 2000mcg/ml baclofen at the time of replacement. No further complications were reported or anticipated.